Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.